Manufacturer narrative:
The pt appears to have experienced an allergic reaction after starting the use of the invisalign full aligner.

Event description:
Dr (B)(6) said that the pt started to suffer a lot of salivation while wearing the aligners (dr does not recall the date of aligner delivery). In (B)(6), the pt went to her general dentist and he thought it was related to the tooth paste. So the pt changed the tooth paste and had some steroid rinses. On (B)(6) 2010, the pt called the dr and said she stopped wearing the aligners last week and symptoms seemed to improve. She put them in last night and the original symptom returned and new symptoms also developed. Symptoms reported: sores on cheeks and palate, throat felt closed, difficulty swallowing, burning sensation and excessive salivation. Pt has no history of allergies, and is not taking any medication, in order to alleviate the symptoms she just removed the trays and symptoms improved. At this moment, the pt is not wearing the aligners. There is no indication of anaphylaxis or hereditary angioedema.